Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by a provider, who stated that the rollator collapsed, causing the patient to fall. Further information regarding the type and nature of the "collapse" was not provided. The patient was reportedly hospitalized with broken bones in her back and a brain bleed. Drive devilbiss healthcare is currently investigating the incident, including attempting to retrieve the device for evaluation. An update will be filed if additional information becomes available.